Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 33-year-old female patient who had essure inserted for female sterilisation. On (B)(6) -2009, the patient had essure inserted. On (B)(6) 2010, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2010. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2010. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus, fallopian tubes or other organs'), fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes or other organs') and perforation ('perforation of the uterus, fallopian tubes or other organs') in a 33-year-old female patient who had essure (batch no. 628619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: discrepancy found on follow up: essure device removal reported as (B)(6) 2018. Reporter informed that patient continues to suffer from the adverse events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: reporter added and updated, lot number of essure added, medical device removal was replaced by chronic abdominal pain, pelvic pain female, back pain, unintended pregnancy, device ineffective, genital bleeding, fallopian tube perforation, organ perforation, allergic and auto-immune reactions, headaches, weight changes, chronic fatigue, hair loss, tooth loss, mood changes, anxiety and depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus, fallopian tubes or other organs'), fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes or other organs') and perforation ('perforation of the uterus, fallopian tubes or other organs') in a 33-year-old female patient who had essure (batch no. 628619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: discrepancy found on follow up: essure device removal reported as (B)(6) 2018. Reporter informed that patient continues to suffer from the adverse events. Lot number: 628619, manufacture date: 2008-09, and expiration date: 2011-09 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus, fallopian tubes or other organs"), fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes or other organs") and perforation ("perforation of the uterus, fallopian tubes or other organs") in a 33 year-old female patient who had essure inserted (lot no. 628619) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of c-section, bacterial vaginosis, weight gain, nausea, abdominal cramps, clot blood, general body pain, polyneuropathy, pelvic pain, parity 2, gravida ii and dysmenorrhea. Previously administered products included: tylenol. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression").essure was removed on (B)(6) 2018. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy and removal of essure). At the time of the report, the outcomes for uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, mood altered, anxiety and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: discrepancy found on follow up: essure device removal reported as (B)(6) 2018. Reporter informed that patient continues to suffer from the adverse events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.548 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: clinical history: post essure bilateral essure coils are in place. There is bilateral tubal occlusion with non-opacification of the fallopian tubes. It is suspected that the uterus is retroverted and the visualized endometrial cavity appears unremarkable [magnetic resonance imaging] on (B)(6) 2013: there are scattered t2 hyperintense foci seen within the subcortical white matter as described above. The first and foremost diagnostic consideration given the patient's age and clinical symptomatology as well as the imaging findings would be that of an underlying demyelinating disorder such as multiple sclerosis. [Pathology test] on (B)(6) 2018: specimens: uterus, cervix gross description: there are two metallic coils in the intramural and isthmus portion of each fallopian tube. Diagnoses: uterus with cervix and fallopian tubes, total hysterectomy and bilateral salpingectomy: bilateral tubal foreign body coils consistent with essure devices. Left paratubal cyst. Focal endocervical/lower uterine segment endosalpingiosis. Nabothian cysts. Benign secretory endometrium [ultrasound pelvis] on (B)(6) 2011: uterus is non gravid and anteverted. The endometrium is not thickened. Bilateral essure coils are noted. Ovaries are unremarkable. Adnexal mass lesions are not seen.; in (B)(6) 2016: possible adenomyosis but otherwise normal lot number: 628619, manufacture date: 2008-09 expiration date: 2011-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-apr-2024: reporter and patient information, lab data, medical history, medical device removal date updated. Non drug treatment added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.